Event description:
A hemodialysis user facility has reported a pt was found unconscious 1 hour and 16 minutes into treatment. The facility was contacted for further info and it has been learned that for this event the pt was found unconscious after an hour of undergoing dialysis, with no pulse. A call to 911 was placed by the staff, and CPR was initiated. Also reported, was that the blood in the treatment set was returned to the pt along with a 600 ml bolus of ns. The pulse then became present after 2 cycles of CPR. The pt was then transported to hospital. The pt ws then discharged to her home, with no medical intervention, and continued to receive dialysis with use of this dialyzer. Additionally, it has been learned this pt had been receiving dialysis with use of this dialyzer for 6 mos prior to this event. Reportedly, this pt has an extensive cardiac history and has had an implanted cardiac defibrillator. The pt does receive dialysis with use of a catheter and for this event, the treatment was being given with a blood flow rate of 450. The rn had mentioned that she though this may be a catheter related incident. She also reported anxiety as a possibly contributing factor. There is no sample and the lot number is unk .

Manufacturer narrative:
The reporting rn has stated that one of the md's involved in the care of this pt has questioned on whether this is a dialyzer reaction. The rn and medical director of the unit, however, do not. The rn stated that this pt appears to show signs of anxiety. The rn also reported at times is able to tolerate the treatment with this dialyzer. The rn has also questioned the catheter and the high blood flow rate and feels the event was possibly catheter related.